Event description:
Our laboratory performed a manufacturer recommended software update to the hgb aic scalers (ha1c flex reagent cartridge). Two days later in 2008, upon review for the previous two days, all values were running high. All qcs and calibration was reviewed and found to be acceptable. Our lab contacted siemens diagnostics and informed them of our findings. The instruments were recalibrated on a new lot number and this resolved the problem. Our facility contacted all affected physicians and all patients were redrawn to assure accurate results were reported to the physician.